Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the hcp reported that 1 week ago the patient was seen in a different hospital with an altered mental status and paranoia. Per the hcp, the notes from that visit said the pump was checked and was working. Last night, the patient came to their hospital with and altered mental status which had come on suddenly. The patient was given one dose of narcan per ems (emergency medical services); intubated; and was currently in the ICU (intensive care unit). The hcp was calling to have the pump checked to see if it was working correctly and to stop the medication infusion. The hcp did not have a clinician programmer, so was given the information to page a local rep to bring one. The hcp did not know who the patient¿s pump managing physician was and the patient¿s wife was unsure. The hcp was going to discuss further with the family and try to find out who the managing physician was. No further complications have been reported as a result of this event.